Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not yet received the maryland bipolar forceps instrument for evaluation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. A review of the instrument log of the maryland bipolar forceps (part # 470172-16/ lot # n11200121-0135) associated with this event has been performed. Per this review of the logs, the instrument was last used on (B)(6) 2021 on system sk3392. The alleged event occurred on the 8th use of the instrument. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No images or videos were shared for the event. Based on the information provided at this time, this complaint is being reported because the maryland bipolar forceps instrument had a very small charred tip on the top by the instrument joint. The robotics coordinator was unable to confirm if the issue occurred during a procedure or if it occurred during central processing. While there was no harm or injury to a patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Implant date is not applicable because the product is not implantable. Initial reporter is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields PMA/510(k) number, adverse event, recall, and correction/removal report number are not applicable.

Event description:
It was reported that during central processing, they noticed the maryland bipolar forceps instrument had a very small charred tip on the top by the instrument joint. No patient was involved with this complaint. Intuitive surgical, inc. (Isi) contacted the robotics coordinator and obtained the following additional information about the complaint: the sterile processing department cannot be 100% sure if the charred tip on the instrument was discovered prior to them handling the instrument or after they handled the instrument. She did mention the last time the instrument was used in a procedure, no one mentioned any issues with arcing or sparking. No patient information was able to be provided.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
D11 - intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument involved with this complaint and completed the device evaluation. The instrument was found with thermal damage at the yaw pulley. Black char marks were observed. Any material missing is likely to be thermally induced rather than mechanically induced. This failure is most commonly caused by mishandling/misuse. The electrical continuity test still passed and there was no insulation damage observed to the conductor wire. Based on the failure analysis results, the damage to the instrument was found to be due to mishandling/misuse and not due to a malfunction of the instrument.